Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/02/2015.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).